Manufacturer narrative:
The device was returned for evaluation. Investigation found that the exposed portion of the soft cannula was ripped off. Fluid path testing was performed and fluid flowed through the end of the soft cannula where the tear occurred. The rubber fill septum was inspected and no large puncture marks were observed. It was unable to be determined when or how the soft cannula was ripped off. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The formed needle was inspected, and no abnormalities were found. Lot release records were reviewed and determined to meet specification. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had high blood glucose levels of 588 mg/dl. It was reported that the pod was leaking.